Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) and remote arm controller (rac). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, repeated errors 23016 and 22005 occurred on master tool manipulator right (mtmr) 2. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Error logs revealed multiple errors from surgeon side console (ssc) 2 in a dual console procedure. Site already converted the procedure to laparoscopic surgery. There was no reported injury. Tse advised site to shut down the system if possible, unplug blue fiber cable (bfc) from the malfunctioning ssc to operate with a single console. The customer shut down the system but hung up mid-conversation, during which error beeps were recognized through the phone. After reviewing the error logs again, homing errors were found following the next power cycle on ssc 2, indicating that the disconnection of the bfc was not performed. Intuitive followed up and obtained additional information. Conversion did not result in increase in size of port incision. Conversion did not lead to additional ports. There was no injury due to the conversion.

Manufacturer narrative:
Upon visual inspection no issues were found that would be related to the reported event. The master tool manipulator (mtm) was installed onto a patient fixture test platform (pftp) where it passed all tests. As a result of these findings, failure analysis was able to conclude that the axis 2 motor and motor cable were found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The rac was installed onto a golden system where was triggered indicating fault on the rac error 22005 during power cycle replicate failure report. Review error code 22005 indicates the rac failed to be homing while running power cycles. Root cause is attributed to defective rac issues.